Manufacturer narrative:
(Control solution lot #): 2aa2g01.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate control results. The patient reported that control readings were consistently falling below the specified control solution range. This complaint is being reported because the issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.